Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that inadvertent mishandling during unpackaging and/or during preparation for use resulted in the reported premature activation (distal most part of the stent was partially protruding outside the shaft); however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the iliac artery. The 8.0x40mm absolute pro self-expanding stent system (sess) was prepared per instructions for use, however, it was noted that the distal most part of the stent was partially protruding outside the shaft. The stent was unsheathed but not opening. The device was not used and there was no patient involvement. Another 10x40mm absolute pro was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.